Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Investigation results as follows: device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found the front and bottom enclosures were damaged at the screw posts. The autopulse platform is a reusable device and was manufactured on 2/28/2008. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is not related to the reported complaint. A review of the platform archive log showed there were user advisory (ua) 45 (not at "home" position after power-on) messages on (B)(6) 2016. The platform was functionally tested and the autopulse platform exhibited ua 45 upon power-up. Further testing showed that the drive shaft was stiff and therefore the drive shaft could not be rotated. The clutch plate was replaced to resolve the stiffness. The drive shaft was then rotated to the "home" position to remedy the ua 45 message. In summary, the customer's reported complaint of autopulse displaying ua 45 was confirmed during archive review and functional testing. Customer's complaint about not able to rotated the drive shaft was also confirmed during functional testing. The root cause for unable to rotate the drive staff was due to a defective clutch plate. After the clutch plate was replaced, the drive shaft was able to be rotated thus remedying the ua 45 error message. The platform passed all final testing criteria.

Event description:
The customer reported that during shift check, the autopulse platform displayed user advisory 45 (shaft not at "home" position) message. The customer could not rotate the shaft to the "home" position and therefore, was unable to clear the error message. There was no patient involvement reported.